Event description:
Customer's friend reported that within 10 minutes, customer received a 525 mg/dl result on the aviva system, washed his hands, then received results of 217 mg/dl and 218 mg/dl. A request was made for the return of the system, replacement was sent.